Event description:
This case was reported by a consumer's spouse and describes the occurrence of lung cancer in patient who received polident tablet for dental cleaning. The patient's spouse originally called with a product question. In 1996 the patient started using polident. In april 1998, the patient was diagnosed with lung cancer, was hospitalized and had lung surgery. A month before death, they began to experience sleeplessness, lack of coordination and they fell twice. After the second fall physician instructed pt to be hospitalized. During this time they were diagnosed with brain cancer and had 10 days of radiation therapy. They experienced difficulty breathing and died in the hospital. Treatment with polident was discontinued and the events were fatal. Cause of death is unknown. It is unknown whether an autopsy was performed.